Event description:
It was reported that during intraoperative the nim console the stim 1 return was not displaying a signal. The surgeon attempted to increase stim and threshold is at 100 and connected via wireless pi box. And lower the threshold down almost all the way to get a positive signal. The fuses are not blown and stimulus is being delivered. But still not getting a continuous negative signal when stimming on just tissue and no response received. The ts recommended to connect stim 2 port.  There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.